Event description:
It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
New information received indicates the device was failing self test and there was no speaker issue.

Manufacturer narrative:
New information received indicates the device was failing self test and there was no speaker issue. Results code updated to no device problem found.